Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device under PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: approach was gained from the right jugular vein and igtcfs-65-jp-jug-tulip/lot e3946534 was delivered to the inferior vena cava. The user tried to deploy the filter but the filter leg did not open well. User tried several times but the result was the same, so the device was removed from the body. Then, the user deployed the filter outside the body and the filter leg opened completely. Another igtcfs-65-jp-jug-tulip was used instead and the procedure was completed. Patient outcome: there have been no adverse effects to the patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#(B)(4). Summary of investigational findings: the investigation is based on an evaluation of the returned product and a review of the imaging provided. It was reported that the filter legs did not open well, so filter was removed. Filter opened completely, when deployed outside the body. Procedure was successfully completed with another device. Only the jugular introducer with the loaded tulip filter was returned. The introducer was slightly curved and a lot of hardened blood/contrast was noted in the filter as well as in the tip of the introducer, but when pressing the release button the filter detached as intended and did fully expand. A thorough evaluation of the filter did not reveal any non-conformances and any measurements and diagonal distances were found according to specifications. The single image submitted for review does demonstrate the tulip filter feet in an under-expanded configuration despite partial retraction of the introducer sheath. Given the level of retraction, there is still likely minimal compressive forces placed on the primary filter legs, which could have contributed to the under expanded appearance of the filter feet. However, the complaint report describes that despite trying several times, the filter legs did not open normally. The filter was removed and deployed outside of the patient's body and appeared to function normally. There are several potential explanations for this event, but without further imaging, including the initial venogram or potentially injection of contrast through the introducer sheath at time of deployment, it cannot be determined which exact event contributed to the described situation. If the filter feet were deployed within a small collateral vessel arising from the ivc, or even potentially within the right gonadal vein, instead of the ivc, this would have resulted in this overall appearance. Another, less likely explanation is that a small amount of thrombus formed within the end of the sheath after removing the introducer dilator, and this thrombus inhibit expansion of the primary filter feet. Lastly, if there was thrombus within the ivc or potentially synechiae from previous thrombosis, this also could have resulted in this issue. Again, without further imaging studies neither of these possibilities can be confirmed nor refuted. Importantly, the filter was not left in this configuration and was removed per the complaint report, a new filter was deployed appropriately in the ivc. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.